Event description:
It was reported that during a da vinci si prostatectomy procedure, the customer experienced system error code 31030 and the fiber cable led turned red. With the assistance of an isi technical support engineer (tse) the site replaced the fiber cable and restarted the system, however, the system error code 31030 continued to occur. The tse had the customer disable the affected patient side manipulator (psm) arm and at this time system error code 23 began to appear. The patient was under anesthesia for approximately 1.5 hours when the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error codes experienced by the customer were associated with a set up joint (suj) and embedded serializer set up joint (essj). The suj is an unpowered linkage which allows the surgical team to position the active patient side manipulator (psm) arm and supports the weight of the psm. The essj is the printed circuit assembly (pca) inside a suj that monitors the sensors for each of the four set-up joints and transmits information between the psm and the rest of the system. The system was repaired by replacing the affected suj. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 31030 is reported when the vision cart powers up and the patient side cart (psc) or surgeon side console (ssc) fails to restart. System error code 23 is reported by software to denote communication faults in the low voltage differential signal carrying information about the psm. In the event of these communication issues, the system records the fault and transitions to a safe state. The suj was returned to isi for failure analysis investigation. Engineering was immediately able to replicate the error 23. In the process of isolating the issue, a patient side manipulator (psm) arm and a remote arm controller (rac) were also replaced. Engineering did not find any issues with the psm and rac. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.

Manufacturer narrative:
On (B)(6) 2010 the patient underwent a davinci robotic prostatectomy for prostatic adenocarcinoma. Intuitive surgical, inc. (Isi) was provided with the operative report. No additional information was provided. There was an indication of a malfunction of the da vinci surgical system that led to a non-recoverable fail warning. The robotic procedure was terminated just after all of the robotic ports had been inserted and the surgeon made the decision to convert to open surgical techniques. The patient then underwent a standard retropubic radical prostatectomy. No complications from this approach were noted.